Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the procedure? Pediatric congenital surgery . What was the condition of the blood vessel that the suture was used on? Normal. How was the suture placed (continuous or interrupted)? Unk . How was the suture tied? Unk . Can you describe the appearance of the suture during the second procedure? Broken . Were the knots intact and suture broken in the middle? Unk . Was there any patient event prior to the patient symptoms? No . Do you have any suture for evaluation? No.

Event description:
It was reported that patient underwent pediatric congenital procedure on (B)(6) 2018 and suture was used on vessel. The patient underwent a second procedure on (B)(6) 2018 and the suture was found broken. A different suture was used. The patient¿s condition is reported as stable. Additional information was requested.

Manufacturer narrative:
(B)(4)